Event description:
It was reported that a patient felt "pain and pinching" at the implantable neurostimulator (ins) pocket. At the time, there were no actions taken and event was described as on going. Over a year and a half later it was reported that the patient's ins pocket was not red or swollen, but it felt "a little warm". The patient stated that she had been itching and scratching in her sleep for over a month and experienced pain at the ins site. It was reported that on the morning of this report, the patient noticed a lump had formed above the pocket site. The patient felt pressure at the ins site and down her arm. The patient went into the emergency room about one month ago for the itching and pain, but nothing was done. About a week later it was reported that the patient went to the emergency room for evaluation. It was stated that lab tests were "normal" and a CT scan "did not reveal any abnormalities". It was stated that the patient was going to see a health care professional for "incidental" issues, but as of this report, she was "having no continuing issues". No further information related to this event was provided.

Manufacturer narrative:
Review of this MDR and/or additional information received shows the device in this report is not marketed/commercially distributed in the united states. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID, 748251 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID, 3387-40 lot# j0421488v, implanted: 2004 (B)(6), product type lead product ID, 3387-40 lot# j0427795v, implanted: 2004 (B)(6), product type lead. (B)(4).